Manufacturer narrative:
The company svc rep examined the sys and could not duplicate the problem reported. The sys message was found in the event log. The cassette ID sensor was checked and cleaned. The sys was then tested and met all product specifications. (B)(4).

Event description:
The nurse reported a sys message displayed during set up. The nurse was preparing for the last case of the day. The cassette was switched out and the same sys message displayed. The cassette appeared to pop out a little on the right side of the sys. The sys was rebooted but the sys message would not clear. The sys was switched out; the case proceeded, and was completed as planned. There was a slight delay while switching out the sys. There was no pt involvement.